Event description:
It was reported that the asymptomatic patient presented for routine follow-up. Upon interrogation, the right ventricular lead exhibited oversensing of noise. On (B)(6) 2017, the lead was capped and replaced. Patient was stable before, during, and after the procedure.